Manufacturer narrative:
Evaluation summary: potential causes resulting in difficulty passing the lag screw through the nail into the femur: guide pin bowed or bent, causing difficulty when surgeon inserting lag screw over guide pin, bone not adequately reduced prior to insertion, lag screw inserter with compression device not properly assembled (i.e. Lag screw not completely tightened to lag screw compression device) resulting in some "slop" assembly, patient musculature creating forces that resulted in difficulty in inserting lag screw. There is too little information provided in the per to determine the root cause. Cause cannot be definitively determined. Evaluation: as returned, all three devices exhibit wear indicative of previously effective use during their approximate 4 year potential field age. Manufacturing documentation for all three devices has been reviewed and no anomalies were noted. When functionality of the devices was checked, no issues were noted. Per the pictures in the complaint packet, the devices targeted appropriately. No further information is available at this time.

Event description:
It is reported that the targeting guides did not allow lag screw to clear the nail for proper insertion.